Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, arteriotomy closure was attempted with "strips" earlier in the day, but the closure site had bleeding in the afternoon. A proglide was attempted but after retracting the needles, there was no suture present. An unsuccessful attempt was made to manually tie the knot with the suture from the proglude and a little bleeding continued. Manual compression was applied to achieve complete hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.